Event description:
The lay user/patient contacted lifescan in 2007, and alleged that her one touch ultra 2 meter was reading inaccurately. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on the event date, at 12:00 pm when she obtained results of 226 mg/dl, and 248 mg/dl, performed within 10 minutes of each other. Based on this comparison, the meter/strips are within specification. After obtaining the results, the patient took diabetes medication (insulin) based on a sliding scale. The patient mentioned that she felt shaky and had a headache after the reported issue began. The patient reportedly did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the patient alleged that she took insulin based on the meter results and experienced symptoms of being shaky and having a headache afterwards. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.